Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the stent could not be deployed and the patient subsequently died. In (B)(6) 2017, the 2.75x38mm promus element¿ plus was selected for use but could not be properly deployed so the patient underwent coronary artery bypass graft (CABG). The patient went into a coma and died.